Event description:
It was reported that 2 syringe 3ml ll 200 s/c was damaged, but still operable. The following information was provided by the initial reporter: "it was reported two syringes had cracked and medication leaked out verbatim: originally one bd 3ml syringe and one bd 5ml syringe were found to have cracks; unfortunately the 3ml syringe was disposed of at the facility. These occurrences happened on 2 separate days. We have the 5ml syringe in our possession. A couple days later, another defective bd 5ml syringe was noted before it was sent off. We have quarantined the second syringe as well. Bd 3ml lot#: 0050627 bd 3ml ref: (B)(4).

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 3 ml ll 200 s/c was damaged, but still operable. The following information was provided by the initial reporter: "it was reported two syringes had cracked and medication leaked out verbatim: originally one bd 3 ml syringe and one bd 5 ml syringe were found to have cracks; unfortunately the 3 ml syringe was disposed of at the facility. These occurrences happened on 2 separate days. We have the 5 ml syringe in our possession. A couple days later, another defective bd 5 ml syringe was noted before it was sent off. We have quarantined the second syringe as well. Bd 3 ml lot#: 0050627 bd 3 ml ref: (B)(4)".